Manufacturer narrative:
The medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent emergent endovascular treatment of a type b acute aortic dissection rupture using gore® tag® conformable thoracic stent graft with active control system. The device was placed at the left common carotid artery, upon confirming no endoleak, the procedure was completed. However, right after wound closure, the patient's blood pressure decreased down to around 50mmhg. Immediately, puncture was made and angiography was performed, but contrast was reportedly to be retained. No rupture was identified on the angiography. The patient was in ventricular fibrillation, so defibrillation was performed, and then thoracotomy was performed. An ascending aorta dissection was confirmed. Life-saving procedures were taken, including defibrillation directly to the heart, but blood pressure did not increase and life-saving procedures were not successful. The wound was closed and the patient was moved to emergency department but eventually the patient expired. It was reported that a retrograde type a aortic dissection probably occurred.